Manufacturer narrative:
The pump was received with blank display. Unable to perform the active current test, sleep current test and self test due to blank display. Unable to download history files and traces using thump or generate the power management graph due to blank display. Pump was cut open to perform visual inspection and found¿corroded electronic assembly, and force sensor. The motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was due to corroded electronic assembly. The pump was received with cracked battery tube threads, and cracked case at corner of the belt clip rail near the battery compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and corroded battery tube. Unable to perform the history review 1 week prior to the event date 26-may-2024 in the pump history file due to blank display/download anomaly. Blank display was confirmed due to corroded electronic assembly. Cosmetic damage was confirmed at the back of the pump. Exposed to moisture confirmed. Unable to download confirmed during testing due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer reported that battery compartment and/or springs are damaged and/or corroded. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.